Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial procedure, and subsequently was revised due to wound dehiscence. No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item# 115.102.06, lot# unk; h plate, 6 holes qty 2; item# 115.104.06, lot# unk; o plate 6 holes; item# 100.035.16, lot# unk; locking screw 16mm gold qty 12; item# 100.035.18, lot# unk; locking screw 18mm green qty 9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3010906386-2023-00003; 3010906386-2023-00004; 3010906386-2023-00005; 3010906386-2023-00006; 3010906386-2023-00007; 3010906386-2023-00008; 3010906386-2023-00009; 3010906386-2023-00011; 3010906386-2023-00012; 3010906386-2023-00013; 3010906386-2023-00014; 3010906386-2023-00015; 3010906386-2023-00016; 3010906386-2023-00017; 3010906386-2023-00018; 3010906386-2023-00019; 3010906386-2023-00020; 3010906386-2023-00021; 3010906386-2023-00022; 3010906386-2023-00023.